Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the scs ipg has shifted and is now resting against patient's spine. Surgical intervention may be taken at a later date to address the issue.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2019 to explant the scs ipg due to health issues unrelated to scs system.